Event description:
It was reported that a zero tip basket device was used during a ureterolithotomy procedure. Reportedly, after the stone was removed from the patient, the front end of the blue four claws fell off. The procedure was completed with another of the same device with no patient complications.

Manufacturer narrative:
Block e1: initial reporter facility name: (B)(6) medical university. Block h6: device code a0501 captures the reportable event of basket detached. Block h11: investigation results the returned zero tip basket was analyzed, and the handle returned in good condition. However, the sheath returned buckled in the center. Media analysis shows a zero tip basket on its tray, but the reported event could not be appreciated with the evidence provided. Microscopic examination was performed under magnification, and it was noticed that the sheath was stretched at the distal section. Functional examination was performed, and the handle was actuated but it was not possible to see the basket. However, a resistance was felt when actuating the handle indicating that the basket might have gotten inside the sheath. The device was disassembled, and the handle cannula was properly assembled to the pinch vise. The handle cannula with the pull wire was removed and it was possible to see the pull wire and the basket properly assembled in the notch cannula. Additionally, there was evidence of 8 crimp marks. However, it was noted that the basket was kinked, and the notch cannula was bent. With all the available information, boston scientific concludes that the reported event of basket detachment of device or device component was not confirmed since it was not possible to identify any evidence of the alleged issue on the device since once the device was disassembled it was possible to observe the basket properly assembled in the notch cannula. The observed findings of sheath buckled in the center and stretched at the distal section could be related to handling and manipulation of the device during procedure, it is probable that an excess of force applied to the device such as operational factors during their use could lead to buckle and stretch the sheath causing that the basket got inside the sheath. Moreover, the force applied could have caused the bent observed in the notch cannula and the kinked observed in the basket. Based on the information available and analysis results, an investigation conclusion code of adverse event related to procedure was assigned to this investigation.

Manufacturer narrative:
Block e1: initial reporter facility name: (B)(6) hospital. Block h2: additional information: block e1 (initial reporter address). Block h6: device code a0501 captures the reportable event of basket detached.

Event description:
It was reported that a zero tip basket device was used during a ureterolithotomy procedure. Reportedly, after the stone was removed from the patient, the front end of the blue four claws fell off. The procedure was completed with another of the same device with no patient complications.

Manufacturer narrative:
Block e1: initial reporter facility name: (B)(6) university. Block h6: device code a0501 captures the reportable event of basket detached.

Event description:
It was reported that a zero tip basket device was used during a ureterolithotomy procedure. Reportedly, after the stone was removed from the patient, the front end of the blue four claws fell off. The procedure was completed with another of the same device with no patient complications.